Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient complained of pain at the ipg site. As a result, surgery occurred on (B)(6) 2019 during which the ipg was relocated. During the same surgery, the leads were explanted and replaced as documented in manufacturer report numbers 3006705815-2019-04459 and 3006705815-2019-04460.